Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
When scrub was putting the cup implant onto the inline/offset impactor handle over the back table, some black stuff got onto the implant. The surgeon was not comfortable using the contaminated implant so the scrub tech handed off the implant and impactor. The scrub tech looked inside the implant packaging and found nothing. A new tray and implant were opened and case was successful. After the case, I looked at the end of the impactor and found more black stuff in the threads.

Manufacturer narrative:
An event regarding cleaning issue involving a mako shell impactor was reported. The event was confirmed. Method & results: device evaluation and results: a dimensional and functional inspection was not performed as the device was not returned for evaluation, but the explanted pictures showed signs of foreign matter. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the investigation concluded that the alleged cleaning issues were caused by not following proper cleaning procedures. The exact root cause of the event could not be determined because insufficient information was provided. Further information such as the photographs of the affected device and return of device are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
When scrub was putting the cup implant onto the inline/offset impactor handle over the back table, some black stuff got onto the implant. The surgeon was not comfortable using the contaminated implant so the scrub tech handed off the implant and impactor. The scrub tech looked inside the implant packaging and found nothing. A new tray and implant were opened and case was successful. After the case, I looked at the end of the impactor and found more black stuff in the threads.